Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed lbbb. Telemetry was performed as a diagnostic. No action was taken to treat lbbb. One day post index procedure, the patient developed 1st degree av block. Electrophysiology and telemetry was performed as a diagnostic. It was further reported that seven days post index procedure, the patient was discharged home on aspirin and clopidogrel.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and first degree atrioventricular (av) block occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the patient developed lbbb. Telemetry was performed as a diagnostic. No action was taken to treat lbbb. One day post index procedure, the patient developed 1st degree av block. Electrophysiology and telemetry was performed as a diagnostic.